Event description:
Talent stent grafts were implanted during the endovascular treatment of infrarenal abdominal aortic aneurysms on unknown dates. Non mdt stent grafts were also implanted. The following adverse events were reported: type ia endoleak, unknown endoleak and migration. The cause of the adverse events are un determined.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; the association between device instructions for use adherence and outcomes after elective endovascular aortic abdominal aneurysm repair. De guerre et al, journal of vascular surgery (2022), doi: https://doi.org/10.1016/j.jvs.2022.02.037. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.